Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Following event was reported: "alumina cotyle of origin exploded. Changing of the cotyle. The patient did not receive a shock or did not fall. The patient had some pain at the level of the cotyle."

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed through the material analysis report. Method & results: -device evaluation and results: the product was returned and examined by the material analysis engineer who indicated that metal transfer markings were observed and damage was observed on the proximal surface of the head. The head had fractured into approximately 70 pieces. The head fractured in overload. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review:- not performed since no medical records were available. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that alumina cotyle of origin exploded and patient had some pain at the level of the cotyle. The product was returned and examined by the material analysis engineer who indicated that metal transfer markings were observed and damage was observed on the proximal surface of the head. The head had fractured into approximately 70 pieces. The head fractured in overload. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Following event was reported: "alumina cotyle of origin exploded. Changing of the cotyle. The patient did not receive a shock or did not fall. The patient had some pain at the level of the cotyle."